Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the pulse generator exhibited loss of pacing and sensing and impedance greater than 2000 ohms. Surgery was performed and a loose connection was found. Since the setscrew was damaged, the device was removed and replaced.